Manufacturer narrative:
The investigation of the returned coil system found the implant severely stretched at proximal/distal end, stuck inside the returned microcatheter, and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a stretched tail/tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
(B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment of an aneurysm, the coil appeared to detach; however, it actually detached within the microcatheter while removing the delivery system. The coil and microcatheter were withdrawn as a system without incident. The procedure was completed successfully with other coils. The patient awoke from the procedure with no issues. There was no report of intervention or injury to the patient.